Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) level. The customer had seizures and lost consciousness. Upon waking up, the customer was assisted and honey was given to the customer to address the bg level. The cause of the low bg was not known. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg levels with a healthcare provider.